Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The pt came in on (B)(6) 2013 for a percutaneous temporary stent placement for surgical access for surgery on an undisclosed date in 2013. Pt was prepped and draped according to sterile technique. Ultrasound guidance was used for percutaneous chiba needle placement. Then several attempts were made with a newton wire with no success. Tip was deflecting off of stone. Then the physician chose the stiff angled uniglide (hydrophilic coated) wire to attempt to navigate around the stone. Upon one of the attempts with this wire, the hydrophilic coating sheared between the needle and the stone. When the wire was removed, there was core and coating separation which part of the hydrophilic coating remained in the pt.